Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with an infusion set change. During a systems check, the cartridge had visible cracks/damage. A cartridge change was performed and insulin therapy resumed.